Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient said they have had nothing but problems. Patient said they are in a lot of pain and are at their ropes end. Patient is having pain in the low part of their abdomen. Patient was in the ER yesterday and said they think one of the leads is "catching" by their bladder. Patient was give a toradol shot. The patient was able to check ins and reported seeing the stim off icon. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.